Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a radical gastrectomy, after insert into the trocar, could not open the jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Photographic analysis: two photos were provided. Picture one shows a close up look of the firing trigger from the distal end. Picture two shows a blue reload from the left side view. Batch number r58f28 is showed. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58p01. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can you please provide more event details? No. Was the device locked on tissue with the jaws closed? No, without tissue. If yes, how was the device removed? Did the jaws eventually open? No. Please explain.